Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod packing coil (podj) and a non-penumbra microcatheter. During the procedure, while advancing the podj almost through the end of the microcatheter, the physician experienced resistance and decided to remove the podj. While retracting the podj, the podj unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached podj was removed. The procedure was completed using additional penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.